Event description:
It was reported there was a volume discrepancy. At the refill on the date of this report a lot more drug was withdrawn from the pump than normal. The patient had been in more pain the previous month. The pump was being used to deliver clonidine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l44305, implanted: (B)(6) 1997, product type: catheter. (B)(4).